Event description:
It was reported that there was high right ventricular (rv) threshold and a gradual rise in impedance. Right ventricular (rv) lead impedance was also high. The lead remains is use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 crdm non-defib lead implanted: (B)(6) 2010. (B)(4)